Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a broken top case, cracked right plunger and damaged bottom case seal. During analysis, system advisory maintenance recommended alarm was found at power up. Service performed preventive maintenance and all functional testing, replaced top case and right plunger case and bottom case. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor error and had issues with the top case. No adverse effects were reported.